Event description:
It was reported that during a procedure, "the tip of the trocar broke off" and fell into the patient. No further information has been provided regarding this event.

Manufacturer narrative:
An investigation has not been completed for this event at this time. A supplemental will be submitted once the investigation is completed. Device not returned for evaluation.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Results of the investigation could not confirm the reported issue as the device was not returned. It is possible the damage was a result of excessive lateral force during withdrawal. It is also possible the cannula had a crack as a result of shipping damage or instrument insertion technique which was not noticed during the procedure and resulted in a weaker material integrity of the cannula. The lot control sheet (lcs) documenting the processing of the device in question could not be reviewed as the lot number was not reported. This report was filed due to 2 year rule for trocar tip breaking off and medical intervention being required to retrieve the tip.

Event description:
It was reported that during a procedure, "the tip of the trocar broke off" and fell into the patient. No further information has been provided regarding this event.